Manufacturer narrative:
Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. The screwdriver handle has broke into two halves at the dowel pin location. A few small fragments are also missing as a result. It is also observed that the holding sleeve component was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Unknown article 314.020 and lot number 2172 combination for synthes gmbh systems; DHR review not possible. Unknown article 314.020 and lot number 2172 combination for synthes us systems; DHR review not possible. The returned instrument was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken and missing a segment. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 20+ years old (mfg prior to may-1997), as such instrument age likely contributed to the complaint condition. The complaint condition cannot be replicated due to post-manufacturing damage, no new malfunctions were identified as a result of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age and weight are not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 314.02 with lot number xxx2712/2172 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record review (DHR). A device history record (DHR) review was performed for part #314.02, lot # 2172: unknown article and lot number combination for synthes (B)(4) systems; DHR review not possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the locking small fragment screwdriver broke in half (two pieces) as the surgeon was inserting a screw during an open reduction internal fixation (orif) left distal radius on (B)(6) 2017. Fragments were generated, however they were removed easily without additional medical intervention. A screwdriver from another set was used to successfully complete the surgery with no delay. The patient outcome was reported as good. Concomitant device(s) reported: 3.5mm cortex screw self-tapping 16mm (part # 204.816, lot # unknown, qty 1). This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 1 for complaint (B)(4).